Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). Hospital initial reporter occupation: m.d cardiovascular. Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a repeated autofill failure occurred and therapy could not be initiated. There was no damage to the connection or disconnection of the tube. The iab was removed and a new one was inerted to continue therapy. It was noted that aortic dissection was discovered during subsequent pci, and corresponding treatment was performed. As a result, it was considered that the occurrence of the auto fill failure was due to entering the false lumen of the aortic dissection. There was no patient harm or adverse event reported.